Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: distal end plastic cover had chip and scratches; bending section cover or distal sheath had chips and lifting; image/evis had noise and distort image; bending section coupled chagrining device (ccd) shrink tube was split; insertion tube had many heavy dents and failed ring gauge; and the labels were recommended to be replaced. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope, where the customer used the scope, changed to use the e-bus scope, and then upon using this scope again, the image was blank. After the umbilicus was wiggled, the scope worked again. The issue was found during the procedure. The procedure was unknown. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that dents on the insertion tube led to disappearance of the image. The mechanism of occurrence was likely the following: insertion tube was dented by mishandling of the subject device. The dents hindered the charged coupled device (ccd) unit sliding during angulation. The heat shrink tube at tip of the ccd cable unit was split by the hindered sliding of the ccd-unit. The split of the heat shrink tube caused damage to the internal core wires. The breaking core wires caused temporary disappearance of the image. The instructions for use (IFU) (operation manual) includes the following: chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.